Event description:
A gore viabahn endoprosthesis was used during the treatment of a superficial femoral artery stenosis. The stenotic lesion was not pre-dilated initially. During advancement of the device, the device could not access the lesion. The device was removed from the 6fr terumo sheath. The target lesion was then pre-dilated with a 4mm balloon. The same device was then advanced through the same sheath to the target lesion and deployed successfully. After the removal of the delivery catheter, approximately 10-15 cm of the distal delivery catheter was found to be missing. The missing catheter section was discovered to be still on the guidewire. A glide catheter was used to capture the detached catheter section and the catheter section was then drawn back into the introducer sheath and removed.

Manufacturer narrative:
The user did not predilate the stenotic lesion prior to advancing the device. Per product IFU - method "when used in the treatment of stenotic or occlusive lesions, placement of the gore viabahn endoprosthesis should immediately follow successful transluminal balloon angioplasty confirmed by angiography." The device was removed from the introducer sheath and the same device and sheath were reused to treat the stenotic lesion. Per IFU, "do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. After removal, do not reuse the gore viabahn® endoprosthesis or introducer sheath."